Event description:
The account alleged the side rail was broken off of the bed. No pt impact.

Manufacturer narrative:
The account stated the side rail had damaged by the staff pushing the bed into a wall or pulled with force and caused the side rail to brake off. The technician replaced the side rail to resolve the issue.